Event description:
It was reported that two months prior to the date of this report the patient heard a pump alarm and started to go into withdrawals. The patient went in for a refill and it was unclear what troubleshooting took place. It was reported that the patient¿s elective replacement indicator (eri) was in four months. It was planned to replace both the pump and the catheter. The patient was nervous that the physician was waiting until the last minute to replace the device. The pump was used to deliver clonidine, baclofen, dilaudid, and marcaine. Additional information stated that just the pump was explanted. The pump was replaced due to a normal low battery alarm occurring. The patient had ¿no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l46104, implanted: (B)(6) 1998. Product type: catheter. (B)(4).